Event description:
It is reported that a customer's insulin pump keeps vibrating at odd times. The patient's blood glucose level was at 112 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer changed the batteries but the insulin pump failed the vibrate test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit received with no vibration due to broken vibrator wire. (Black)pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window. (B)(4).